Event description:
It was reported that the device was unable to be interrogated during an in clinic follow-up. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.